Manufacturer narrative:
(B)(4). Device evaluation anticipated but not yet begun.

Event description:
It was reported that the device and rv lead were replaced due to hv impedance issue. Review of the session record showed an alert for output circuit damage and low hv lead impedance. Therapy was delivered inappropriately for svt. After the initial shock, noise was seen on the p/s portion of the lead. Device continued to attempt to deliver therapy but was aborted multiple times due to possible hv circuit damage.

Manufacturer narrative:
No medwatch form was received.